Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Ten (10) minutes post procedure a pericardial effusion was noted with a follow up echocardiogram showing an increase in volume. The physician performed a pericardiocentesis draining fluid from the patient. The patient received a blood transfusion and remained stable following this treatment. Another follow up echocardiogram later showed that the pericardial effusion had resolved. The patient remained under observation in the hospital for two days before they were discharged home fully recovered from this event. There were no other complications that were reported to have occurred.